Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer was able to complete pump rewind. It was reported that they had power error detected alarm recurred several times in the history. Customer was advised to stop using the pump and revert to back up plan as per health care professional instructions till replacement received . The insulin pump will be returned for analysis.